Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The customer reported that they had performed the displacement test and the test was passed and the self test was failed. The troubleshooting was performed for multiple pump error alarm. The customer was advised that the insulin pump requires replacement, to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will not be returned for analysis.